Manufacturer narrative:
It was indicated by the customer that the device would not be returned for evaluation. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow accuracy of a spectrum pump drifted out of specification, 2.0 ¿ 999 milliliter per hour ±5%, and with increase in flow rate. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.